Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that the cause was unknown but most likely faulty equipment. The reported steps taken to resolve the issue were "turning off back, remove and reinserting battery, wait repair unit." It was reported that "today the replacement unit was out at 70%, then I started over and I got it finished. The pain was reportedly unresolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's recharger belt was not a good belt, did not function great, and the belt was difficult for the patient to put on. It was also reported that the patient's ins would not charge past 40%. The ins was able to start charging, but it stopped and the controller showed the "checking the recharger" screen. The controller showed "recharging excellent", yet the ins said 40% and "finished". The issue still persisted after the patient reset their controller. It was confirmed that the patient's controller charged fine, there was no visible damage to the rtm or controller, and no error messages occurred when attempting to charge. The patient was sent a replacement recharger, but this did not resolve the issue, as the patient confirmed they were still getting stuck on the "checking the recharger" screen. It was reported that the patient's ins battery had died and been off for one day due to this "checking the recharger" issue, and the patient was currently in pain. The patient was sent a replacement lithium battery pack and controller. No further complications were reported or anticipated.